Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was damaged during set change and reservoir had crack. The customer¿s blood glucose level was 85 mg/dl at the time of the incident. The customer reported that the reservoir was not able to lock in the place when inserted in the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label, cracked battery tube threads and cracked case. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.